Event description:
It was reported that the patient complained of experiencing discomfort, pain, and worsening of their heart failure condition. A chest x-ray and further testing confirmed pleural effusion, pericardial effusion, cardiac hypertrophy, and anemia. An echocardiogram also revealed cardiac tamponade, which required a pericardial drain. Approximately one week later, the symptoms subsided and patient was discharged. One month later, the patient experienced the same symptoms of pain and discomfort, and a mild pericardial effusion was observed with echocardiography. At that time, no action was taken. Two days later, the patient was re-hospitalized. A pericardial effusion was confirmed, and another pericardial drain performed. The patient improved, and rehabilitation was performed during their hospitalization. The patient was later discharged. Less than two months later, the patient was hospitalized again while experiencing dyspnea; cardiac hypertrophy was confirmed. A few days later, a computed tomography (CT) scan and echocardiogram confirmed that the right ventricular (rv) lead had caused a perforation. One week later, a thoracotomy procedure was performed, and the entire rv lead was removed and replaced. The attending physician at the latest procedure looked back at a previous chest x-ray from months prior, and determined that the slack of the rv lead had changed following the implant of an right atrial (ra) lead. As such, the current attending physician determined that the problem was procedure related. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2022-(B)(6) 2022; 479888 lead implanted: (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.